Manufacturer narrative:
On 25-nov-2020, the mentor failure analysis lab received the device for evaluation. In addition, mentor received the following additional information: an updated explantation date of (B)(6) 2020 was reported. The patient replaced her explanted breast prostheses with mentor memorygel breast implant 550cc gel breast prostheses on 07-dec-2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant. During the visual evaluation, anomalies were observed on the posterior view of the device consistent with a crease/fold. Leak testing was performed, according to mentor procedure, and it revealed a tear within a crease/fold, measuring less than 0.1 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of gel-filled mammary prosthesis. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a rupture in a later time. Breast implants may also simply wear out over time. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral breast prosthesis rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old american (B)(6) native female patient underwent a breast augmentation revision procedure with mentor memorygel breast implant 450cc gel breast prostheses that bilaterally ruptured after implantation. Probable bilateral rupture was first diagnosed by a mammogram and later confirmed by an ultrasound. As a result, the patient will undergo bilateral explantation on (B)(6) 2020. This medwatch report is for the patient¿s right breast prosthesis.